Event description:
The patient reportedly experienced intermittencies with her internal device followed by a loss of lock. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. The device is not functioning. Surgery to explant the patient's device will be scheduled.